Event description:
Note: this report pertains to the second of three devices used in the same procedure. It was reported that an exalt model d controller was utilized with two exalt model d scopes in an unknown procedure on and unknown date. During the procedure, the exalt image appeared but disappeared after a few seconds. Troubleshooting included reconnecting the scope to exalt controller still resulting in image issue. A second exalt scope was tried however with the same results. The procedure was completed with a different model device. No patient complications were reported as a result of the event.

Manufacturer narrative:
Block h6: imdrf code a06 captures the reportable event of loss of visualization. Block b3: approximated based on the date the manufacturer became aware of the event. Block d4, h4: the complainant was unable to provide the model number and lot number. Therefore, the manufacture and expiration dates are unknown. Block e1: (B)(6).

Event description:
Note: this report pertains to the second of three devices used in the same procedure. It was reported that an exalt model d controller was utilized with two exalt model d scopes on during an unknown procedure on (B)(6) 2025. During the procedure, the exalt image appeared but disappeared after a few seconds. Troubleshooting included reconnecting the scope to exalt controller still resulting in image issue. A second exalt scope was tried however with the same results. The procedure was completed with a different model device. No patient complications were reported as a result of the event.

Manufacturer narrative:
Block h6: imdrf code a06 captures the reportable event of loss of visualization. Block d4, h4: the complainant was unable to provide the model number and lot number. Therefore, the manufacture and expiration dates are unknown. Block e1: (B)(6). H2 additional information: block b3: date of event. Block b5: description of event.